Manufacturer narrative:
Macroscopic examination confirms driver tip broken off. Microscopic examination of fracture surface reveals a fairly brittle fracture surface with river lines and no indication of fatigue or torsional overload. The angle of the fracture surface, in addition to the absence of evidence of torsion or damage to the mas head threading, usage, and direction of plastic deformation suggest failure due to bend stress overload, with the instrument mas head thread likely not fully engaged into the implant. The above observations are consistent with misuse due to inappropriate instrument usage, resulting in bend stress overload and the subsequent foregoing failure.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent an l4-iliac fusion using posterior fixation. During the surgery, the tip of the driver sheared off inside the screw head.